Event description:
It was reported that a procedure was performed in australia on (B)(6) 2023, utilizing the reform ti mis CT pedicle screw system. During insertion of a rod, the tip of the rod inserter assembly (B)(6) broke while trying to manipulate it into position. The broken fragment piece was removed from the patient and the procedure was completed as usual as the rod was in place when the tip broke. There was a 5 minute delay to the procedure resulting from the broken instrument.

Manufacturer narrative:
Device evaluation -images of the complaint product were reviewed. The tip of the inserter is missing with a skewed fractured surface observed. Prior testing indicates that medial-lateral torsional moment forces applied to a rod that is fixed is a likely cause for the observed failure. In the test the rod was fixed in a vice and torsional moments applied in a manner that would rotate the rod if it were not held rigidly in place. Damage due to prior high torsional bending moment application can not be ruled out as a potential contributing factor. Review of device history records found thirty-three pieces of lot 18513fr were received from supplier, ferry machine corp, and released for distribution on 5/21/2021 with no deviation or anomalies. No corrective actions are being recommended since design changes have been previously implemented which increase the inserter strength.